Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter an issue occurred during a sleeve gastrectomy. While firing for the third time the trigger on the stapler did not work. The doctor was able to push the trigger but the cartridge did not cut and close. The cartridge was replaced but the same problem remained. The case was completed using a new stapler with the same cartridges. No patient injury.